Event description:
Pt, diagnosed with occlusion of the left and right common iliac arteries, underwent angioplasty to insert three stents in iliac arteries on 5/16/96. Upon successful completion of the stent placements, the angioplasty balloon catheter was deflated and pulled through the right femoral sheath with no excessive resistance. It was discovered, upon removal, that a piece of the balloon tip had been torn or sheared off in an unknown manner and remained in the pt. After multiple attempts to retrieve the material, the pt was sent to the or where surgical staff were unable to visualize nor retrieve foreign body. On 5/17/96, the foreign body was located per angiogram and successfully removed from right popliteal artery during a second surgical procedure. Pt discharged 5/31/96 on crutches with good distal pulses.